Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a physical investigation was performed for the guide wire 80265_92209126_gw 0.025'' 6 270cm angled. It can be confirmed that the guide wire was broken. During physical investigation we received a guide wire only. The guide wire was found broken at 22 cm from the tip of it. A clear root cause for these incidents could not be identified but break of the guidewire represents a known inherent risk. Labeling review: labeling / packaging review are not applicable for this complaint as it is a complaint not connected to sterilization or labeling. The user described event involves the device itself and issues with it. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a thrombectomy and atherectomy procedure using the aspirex in the iliac vein to popliteal vein. During the procedure, the guidewire was allegedly got broken. There was no reported patient injury.